Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the blue led was flashing and charging was not possible on the universal battery charger device. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned to manufacturing site for evaluation. Reliability engineering evaluated the device and found malfunctioned electrical component which led to the reported failure. Therefore, the reported condition was confirmed. It was determined that electronic component (opto-coupler) inside the charger was found to be out of order. The assignable root cause was determined to be due to improper manufacturing process / production. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.